Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump did not alarm no delivery. The customer's blood glucose at the time of incident was 553 mg/dl, which he treated with a 20-unit manual insulin injection. Troubleshooting was initiated for the absence of no delivery alarm. A high pressure tests was performed and the device passed; the insulin pump alarmed no delivery. The customer was advised to monitor the insulin pump and call back if issues recur. No products were returned for analysis.